Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, high-pacing threshold measurements were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the impedance measurements were in range. There were no stored episodes with noise. The plan is going to reprogram the rv lead to unipolar mode and continue to be monitored. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, high-pacing threshold measurements were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the impedance measurements were in range. There were no stored episodes with noise. The plan is going to reprogram the rv lead to unipolar mode and continue to be monitored. Subsequently, a revision procedure was performed and rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, high-pacing threshold measurements were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the impedance measurements were in range. There were no stored episodes with noise. The plan is going to reprogram the rv lead to unipolar mode and continue to be monitored. Subsequently, a revision procedure was performed and rv lead was explanted and replaced. No additional adverse patient effects were reported.